Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been lost to follow up for more than a year. At the most recent device follow up, a fault code exhibited due to the low battery voltage. There was no report of adverse patient effect associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Since the device was past end of life (eol), the device may not be able to provide life saving therapy. The boston scientific technical services consultant discussed that a device changeout may be necessary if the ICD was still indicated for this patient.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.